Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet system with a dexcom g7 continuous glucose monitor (cgm), associated with a missed meal announcement and use of an inset 23 mm infusion set at the abdomen. No adverse clinical symptoms associated with elevated blood glucose with a highest cgm reading of 208 mg/dl over approximately three hours. Outcomes included self-management at home without hospitalization, and a plan to change supplies and switch to a different compatible infusion set. Investigation included user communication, review of device use and cgm data context, and troubleshooting education. Investigation of this case revealed user-related factors, specifically a missed meal announcement, as the likely cause of the hyperglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to missed meal announcement.

Manufacturer narrative:
Initial.